Manufacturer narrative:
Actual device involved in the incident was evaluated. Result: manufacturing: materials. Conclusion: device failure caused event.

Event description:
It was reported that the optorator was missing the vent. Blood was "spirting" out the top of the cannula and had to be replaced.